Event description:
The facility reported an automix 3+3 compounder which had a non functioning keypad. This condition occurred during set up in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed a visual inspection and functional testing. The customer reported problem of a non-functioning keypad was confirmed and duplicated. This condition was caused by a defective control module keypad. The keypad's graphic panel membrane was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through corrective and preventative action (CAPA).